Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 12-lead ECG functionality was not working. There was no pt impact.